Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the hospital with complaints of feeling lightheaded and dizzy. Upon interrogation it was noted that the right ventricular (rv) lead pacing impedance measurement had a sharp increase to approximately 1500 to 1600 ohms 10 months earlier. There was also ventricular undersensing and non-detection, pacing inhibition, intermittent loss of capture and high rv threshold measurements. No asystole was observed as the patient is not pacemaker dependent. A lead fracture was suspected; subsequently a revision procedure was performed. During the procedure the suspected fracture was not able to be confirmed via fluoroscopy. However pacing threshold and impedance measurements were elevated, but within range, on the rv lead when it was tested with the pacing system analyzer (psa) thus the physician still suspected a lead fracture. The rv lead was surgically abandoned and the pacemaker remains in service. No additional adverse patient effects were reported.